Manufacturer narrative:
The absent/missing qbc seal, was installed and the system was handed back to the customer for use. The failure of the qbc seal to remain in place is considered a malfunction. Remedial action: a field action was initiated under 2023-pd-mr-013. A field safety notification was sent to the customers informing them about this potential issue. The field correction has since been made available to the field in dec 2024.

Event description:
Philips received a report that the front cone rubber on equipment is absent/missing. This seal (qbc seal) is used for protection, to avoid the patient from potentially contacting the sharp edges of the magnet covers. If this seal is absent/missing, it is likely that this could lead to serious injury.